Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for investigation was requested, but not provided.

Event description:
The customer reported that they received questionable results for two samples from the same patient tested for ion selective electrode (ise) sodium, ise potassium, ise chloride, and creatinine. Of the two samples, one was found to have erroneous ise sodium, ise potassium, ise chloride, and creatinine results. This medwatch will refer only to the ise sodium, ise potassium, and ise chloride tests. Please reference the medwatch with patient identifier (B)(6) for additional information related to the creatinine test. An aliquot of the sample, which was prepared by a pre-analytics system, was tested and initially resulted as 161 mmol/l for ise sodium, 5.7 mmol/l for ise potassium, and 118 mmol/l for ise chloride. The initial results were reported outside of the laboratory to the physician. The physician requested for the sample to be repeated. The primary tube of the sample was repeated and resulted as 135.78 mmol/l for ise sodium, 4.74 mmol/l for ise potassium, and 97.38 mmol/l for ise chloride. The patient was not adversely affected. The ise sodium electrode lot number was c90. The ise potassium electrode lot number was k69. The ise chloride electrode lot number was q44. The electrode expiration dates were asked for, but not provided. It was determined that the root cause may be related to contamination in the used sample cup. Some used sample cups may have not been disposed on the pre-analytic system and then subsequently were re-used.

Manufacturer narrative:
This event occurred in (B)(6).